Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, device and pt info. The customer reported the device remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: false aneurysm. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of that starclose device performed arteriotomy closure after an unspecified and uneventful procedure in 2007. The pt was subsequently diagnosed with a 4 cm false aneurysm in the right proximal superficial femoral artery. The following month, a percutaneous intervention was performed by a vascular surgeon. The pt was discharged three days later. No add'l info available.